Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted (lot no. A82454) for sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning. In the meantime she has had follow-up treatments and the xenobiotic material will be removed. Lot number: a82454, manufacturing date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 28-sep-2022: summons received. Essure removal details added. Event: adverse events nos updated to the foreign-body material has been removed. Action taken with drug added. Case become serious and valid. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("(chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. A82454) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("(chronic) pain in the back"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("change in their menstrual cycle (abnormally heavy blood loss)"), headache ("(chronic) pain in the head"), arthralgia ("(chronic) pain in the hips"), premature menopause ("early menopause"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding, headache, arthralgia, hormone level abnormal, fatigue, amnesia and disturbance in attention had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: because of the complaints patient was being impeded in her normal daily functioning. In the meantime she has had follow-up treatments and the xenobiotic material was removed. Lot number: a82454. Manufacturing date: 2012-12. Expiration date: 2015-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted (lot no. A82454) for sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning. In the meantime she has had follow-up treatments and the xenobiotic material will be removed. Lot number: a82454 manufacturing date: 2012-12 expiration date: 2015-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("(chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. A82454) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("(chronic) pain in the back"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("change in their menstrual cycle (abnormally heavy blood loss)"), headache ("(chronic) pain in the head"), arthralgia ("(chronic) pain in the hips"), premature menopause ("early menopause"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding, headache, arthralgia, hormone level abnormal, fatigue, amnesia and disturbance in attention had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: because of the complaints patient was being impeded in her normal daily functioning. In the meantime she has had follow-up treatments and the xenobiotic material was removed. Lot number: a82454, manufacturing date: 2012-12 and expiration date: 2015-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: event medical device removal updated to (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss, concentration problems, change in their menstrual cycle (abnormally heavy blood loss), hormonal problems, allergic reactions, early menopause. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.